Manufacturer narrative:
The investigation has determined that higher than expected vitros tsh results were obtained from a non-vitros biorad anemia quality control (qc) fluid using vitros thyroid stimulating hormone (tsh) reagent on two different vitros 5600 integrated systems. A definitive cause of the higher than expected vitros tsh results on analyzer 1 was not established. However, an issue with the biorad anemia quality control fluid cannot be ruled out as a contributor to the event as peer data indicated that customers using vitros tsh reagent to test the biorad anemia quality control fluid were obtaining higher than expected vitros tsh results compared to the package insert (pi) guidelines. Along with a possible issue with the biorad anemia quality control fluid, an instrument issue was likely a contributor to the higher than expected vitros tsh results on analyzer 2 as precision testing on the vitros 5600 integrated system (analyzer 2) was outside acceptable guidelines around the time of the event. Ortho field engineer (fe) service actions, including cleaning the microwell incubator and replacing signal reagent pump b, returned the instrument to expected operation. Post-service precision testing indicated that the instrument was operating as expected following fe actions. A vitros tsh lot 5900 reagent issue is an unlikely contributor to the event as quality control results on analyzer 1 and analyzer 2 prior to the event were within acceptable guidelines. The customer stated that vitros total thyroid control results were also acceptable on both analyzer 1 and analyzer 2. Furthermore, a patient correlation study involving vitros tsh results at the low measuring range of tsh was concordant between analyzer 1 results, analyzer 2 results and vitros tsh results obtained from an alternate laboratory. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 5900.

Event description:
A customer reported higher than expected vitros tsh results obtained from a non-vitros biorad anemia quality control (qc) fluid using vitros thyroid stimulating hormone (tsh) reagent on two different vitros 5600 integrated systems. Analyzer 1: biorad anemia l1 lot 43290 vitros tsh results of 0.202, 0.204 and 0.196 miu/l vs. The expected result of 0.14 miu/l. Analyzer 2: biorad anemia l1 lot 43290 vitros tsh results of 0.217 and 0.214 miu/l vs. The expected result of 0.155 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh results were attained from qc fluids and were not reported from the laboratory. The customer confirmed no patient samples were affected around the time of the event. There were no allegations of patient harm as a result of the event. This report is number 1 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).